Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. A clear angular connector and a y connector were returned for evaluation. A visual exam was performed and it was observed that the y connector was connected to the angular connector. The y connector could not be removed from the angular connector for simulation testing as the y connector was inserted too tightly into the angular connector. The other side of the y connector passed the plug gauge test indicating that the connector edge was between the minimum and maximum line. Based on the investigation performed, the reported complaint could not be confirmed. It was found that the sample passed the plug gauge on one side of the connector and the other side of the y connector was over inserted into the angular connector.

Event description:
Customer complaint alleges the device leaks at the "y" joint when used with a respirator. Usage of the device when the alleged defect was detected is unknown. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the device leaks at the "y" joint when used with a respirator. Usage of the device when the alleged defect was detected is unknown. There was no report of patient involvement.